Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they experienced syncope, a low pulse and pain. They also reported the implantable pulse generator (ipg) moving and a pounding sensation. The ipg remains in use. No further patient complications have been reported as a result of this event.